Event description:
It was reported that during a ptca treatment procedure involving a 95% stenotic lesion in an unspecified coronary artery, the maverick monorail balloon lost pressure at 8 atm's on inflation. It was removed and replaced with an nc monorail catheter to complete the procedure. The patient was asymptomatic during this event. A mach 1 guide catheter (size unknown) was also used in this case, but the sizes and types of introducer sheath, guidewire and inflation device used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.